Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), product type: lead. Product ID: 3777-45, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of chronic low back pain and spinal pain. It was reported that the patient had some ¿bad receptacles.¿ the patient clarified that they were told by a manufacturer representative at their last programming appointment 4 to 5 months ago that four lead electrodes were no longer working. No symptoms or complications were reported.